Manufacturer narrative:
H10: multiple attempts have been made on 07dec2023, 14dec2023, and 21dec2023 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was an oxygen flow issue. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that there was an oxygen flow issue. The customer informed the rse that when the machine was turned up to 70% oxygen, the oxygen was unable to go up when turned to 100% as the flow started closing. The rse inquired with the customer if they were using a wall or tank for o2 and the customer informed the rse that they were using a wall for o2 but a regulator was in-between. The rse advised the customer that the regulator could be the issue and so the customer adjusted and retested. The investigation is ongoing.